Event description:
It was reported that the patient experienced loudness when turning the head. The device showed high impedances. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.